Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient began feeling unwell but attributed the symptoms to the flu. On (B)(6) 2025 she continued to feel sick and checked her bg, which was approximately 100 mg/dl. Both her dexcom app and omnipod 5 insulin pump showed estimated glucose values (egv) around 102 mg/dl. By (B)(6) 2025, the patient experienced nausea and shakiness. She checked her ketones, which were very high, while bg and egv remained within range around (100 mg/dl). These symptoms persisted until 10/07/2025, when she began vomiting. Upon checking again, ketones were still elevated, leading her to suspect diabetic ketoacidosis (dka). At approximately 1:30 pm, the patient went to the emergency room (ER) without checking her bg or administering medication beforehand. While waiting in triage, the patient measured her bg at 110 mg/dl, and her egv was 108 mg/dl. However, an ER nurse measured her bg at 48 mg/dl using the hospital meter, while her cgm continued to display 110 mg/dl. The patient was treated for hypoglycemia with apple juice, bread, and IV fluids. She remained in the ER until 6:30 pm, during which nurses monitored her bg every 15 minutes. Although not all readings were recorded, her bg was 201 mg/dl at discharge. There was no documentation of symptoms or treatment for rebound hyperglycemia. The patient reports feeling better since the event. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. While waiting at triage, the reported glucose values taken by the patient herself fall within the a zone of the parkes error grid. However, when an ER nurse checked, the reported glucose values taken fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, clarification was provided on 12/08/2025. On (B)(6) 025, the patient contacted dexcom to report a cgm reading inaccuracy and to request a sensor replacement. She stated that the dexcom website advised her to call due to a possible adverse event associated with a recent hospital visit. It was clarified that on 10/04/2025 (saturday), the patient began feeling sick and nauseous. She reported that her symptoms did not appear related to her glucose levels, as her egv readings on both the dexcom app and her omnipod 5 insulin pump remained within normal range throughout the day. However, when she checked her ketones, the result was ¿large.¿ over the next several days (october 5th-7th), she felt generally well and her egv remained normal, but her ketone level continued to test as large, dropping only to a moderate level briefly before rising again a few hours after eating. She did not provide specific ketone values. Due to the persistent ketone elevations, she elected to go to the emergency room on october 7th. While waiting in the ER, the patient was alerted by her diabetes guide dog. At that time, her dexcom egv showed 98 mg/dl, and her fingerstick measured 110 mg/dl. The patient did not report taking any medication after this comparison. When the nurse checked her blood glucose, the reading was 42 mg/dl, while her dexcom egv simultaneously displayed 108 mg/dl. She reported feeling weak at that time. The nurse treated her with apple juice, a sandwich, and regular IV fluids, and the healthcare provider monitored her blood glucose every 15 minutes. The patient remained in the ER until 6:30 pm, with a final recorded bg of 201 mg/dl. There was no documentation of treatment for rebound hyperglycemia. During the call on (B)(6) 2025, the patient reported that she was feeling better. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).